Event description:
Rptr buys the device in a kit. She states that when she breathes through the device she hears a whistling sound. After using the device a week or so, the whistling sound stops. She wants to know how she can tell if she is getting a correct dose when the whistling sound stops. She has been using these for about 10 yrs and they are all the same. Her dr said she would only need one every three months. (*)